Event description:
It was reported that the device was used during a donor nephrectomy. The mechanism was very slow to respond to forming the clip and the jaws and trigger returning to the original position. Another device was used to complete the case. There was no adverse patient consequence. The device was discarded.

Event description:
The facility reported an infusion pump with failure code 810:11. The event was reported to have occurred during programming/set-up. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During service at baxter it was discovered that the failure code 810:11 was due to air base too high and required ail (air in line) calibration. The software version is 6.13.90, categorized as colleague 2006. No additional information or contact was available.

Manufacturer narrative:
There is a CAPA investigation associated with this report. The pump was received and evaluated by baxter. The reported issue was confirmed and duplicated. Failure code 810:11 was due to the air base being too high and required ail calibration. The ail pcb was recalibrated and verified.

Manufacturer narrative:
(B) (4)(B) (4)